Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as the patient made a mistake and the attendant was doing continuous ambulatory peritoneal dialysis without proper training. On the same day as the event, the patient was hospitalized. The patient was treated with injection reflin (1 gram per day during night dwell, intraperitoneally (ip), duration not reported) and injection fortum (1 gram per day during night dwell, ip, duration not reported) for the peritonitis. Therapy was ongoing. Four days after admission, the patient was discharged from the hospital. At the time of this report, the patient had recovered. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a break in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.